Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer performed a cartridge and infusion set change to address the occlusion alarm. Additionally, it was reported that while performing the load fill tubing sequence no insulin was observed dripping out of the infusion tubing during the load fill tubing sequence after 25 units of insulin had been used. The customer performed the fill tubing sequence once more, observing intermittent drops and eventually a steady stream of drops dripping out of the infusion tubing was observed. Tandem technical support informed the customer that most likely air had been introduced into the cartridge causing the fill tubing issue. The customer's blood glucose (bg) level was 328mg/dl and a manual injection was administered to address the bg level.